Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors were continuously failing. The field service engineer (fse) noted that the customer had reported that the tower door failed multiple times per week. The door was functioning when the fse arrived at the station. The fse removed the latches and applied black grease to the tips of all the latches. The fse then reseated all cables. The tower doors operated correctly while the customer performed inventory, and all doors were recovered. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors continuously failed. The customer reported that each failure required a witness for recovery, which pulled staff out of their workflow in a very busy ICU setting. The tower remained operational; however, the customer requested that preventative maintenance be completed on the device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.